Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said they think there is something wrong with their leads. For the last 3 daysthey have had the worst pain in their thoracic area, like a band going around their whole rib cage. Patient also said they can feel intermittent spasms in the muscles on their rib cage in the front. Patient mentioned they can only sleep on their right side and they woke up with horrible pain and was worried they were going to have to go to the urgent care, but lots of tylenol and motrin helped ish. Patient just turned stim off and the pain has gone away. Patient saw their back doctor today and they told patient to call medtronic. Patient is worried that their leads have migrated because after the surgery they had muscle tightness on the left side, and they figure it's just the surgical area tightening scar tissue a little bit, but this is insane. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: va2cn2a024, ubd: 18-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacture representative (rep). It was reported that the rep clarified she instructed the pt to turn sim off or change the program completely. Rep's partner reached out to patient to determine outcome/next steps, but did not receive a response back from the patient, she recommends if more info was needed to directly contact the pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.